Event description:
Device returned for repair with report of bearings bad/loud "running rough." No pt impact reported. Repair request escalated to complaint on evaluation due to the attachment's footed portion being damaged by tool contact. On follow-up, it was noted that this was identified during set-up. It was confirmed that there was no pt impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. It was also noted that the etching was illegible and the color band was faded. It was confirmed that there was no pt impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."